Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient's ipg starts and stops at random times in her home. In addition, she notices the programmer is off and she has to turn the stimulation on with the programmer. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace the ipg.